Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the instrument test wells in question, which appeared as visually negative. (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative antibody identification when tested on a galileo echo instrument on (B)(6) 2018. The instrument had recently had a software upgrade.